Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Method: no available code for review pending.

Event description:
Product was being trialed in CT, pressure injection was administered which caused the "blue silicone valve in the t-connection to "blow out" of the set." Customer reports that "injection made through straight end of the connector, blew out the light blue plastic component inside the t-connector at injection rate of 4ml/second and 300psi." There was no pt harm and/or medical intervention required.